Event description:
There were problems with recharging the implantable neurostimulator. The antenna feature and an additional spacer were tried, which was unsuccessful in improving recharging. The patient was sent to have an x-ray. It was determined that the implantable neurostimulator was too deep. The hcp flipped the device back manually (without surgery). The patient was able to recharge the implantable neurostimulator afterward. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.